Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens -13.00/2.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od). Surgeon observed a low vault one day post op. Per updated information the patient returned for review/follow-up and the vault was 285microns. The reporter states "we do not have any complaints for this patient anymore. Both patient and surgeon are happy".

Manufacturer narrative:
Implant date:unk. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).